Event description:
It was reported that there was a right knee revision for soft tissue debridement and patient pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding biological/host response involving a x3 triathlon insert ps#7 11mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have not been any other events for the lot referenced. Conclusions: the exact cause of the reported event could not be determined because no medical information and/or device were made available. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additional devices listed in this report: cat 5515-f-702, lot s9sdy, description: triathlon ps fem comp #7r-cem; cat 5551-g-350, lot 9vhm, description: triathlon asymmetric x3 patella; cat 5520-b-700, lot eap3h, description: triathlon prim cem fxd bplt #7; cat 6192-1-010, lot dgt012, description: speedset-us full dose 10 pk.

Event description:
It was reported that there was a right knee revision for soft tissue debridement and patient pain.